Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (pulse test failure) has been confirmed. Upon investigation the electrode belt does not communicate with a monitor. The cause for the communication failure was isolated to thermal damage affecting the esd700 diode array and inductors l701, l702, and l703 on the distribution node pca. The root cause for the thermal damage could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed a pulse test.